Event description:
It was reported that there were concerns if this right ventricular (rv) lead exhibited true loss of capture (loc) and if there the device correctly labeled the rv signal as a fusion beat. Technical services (ts) reviewed the reports and noted that it is unknown as there is no surface or shock electrogram (egm). Ts advised they would trust the device's algorithm. The lead remains in use. No adverse patient effects were reported.